Event description:
Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Initially, it was reported that the patient's father noticed fluid collection on the neck incision site. It was reported that the ent indicated it was a hernia and did not want to drain it. The patient was referred to another surgeon. It was later reported that the patient underwent device explant due to an infection in the neck area. It was reported that the patient received two rounds of antibiotics prior to explant, but that the infection had not gone away. Culture were taken from the neck and chest region. The patient was seen after surgery and is doing as expected. Clinic notes dated (B)(6) 2014 note that on inspection the patient has a skin lesion suggestive of either a splitting suture or local abcess. It was noted that it appeared to be a superficial infection, but that it should be treated in the operating room. Notes dated (B)(6) 2014 indicate that at the time of operation the entire system was infected. Notes dated (B)(6) 2014 indicate that the entire vns system was explanted except for the pledget. It was noted that this should be removed in order to be able to clear the infection completely.

Manufacturer narrative:
The initial report inadvertently did not include that the pledget remaining was later surgically removed on (B)(6) 2014.

Event description:
The pledget was later surgically removed on 08/26/2014. Additional relevant information has not been received to-date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.